Event description:
It was initially reported in clinic notes that vns had help considerable in the beginning to "prevent the slide" however it is felt that the pt has gotten use to it and is beginning to "slide" again. It is unclear at this time of "slide" refers to an increase in seizures. At the same appointmen,t it reports that the pt's 23-hour eeg results dated (B)(6) 2010 showed approx. 70% improvement in epileptiform activity from previous eeg done in (B)(6) 2010 prior to vns placement. Good faith attempts for more info have been unsuccessful to date.